Event description:
It was reported that the patient was not able to adjust the stimulation and saw the 'call your doctor' icon on her display. It was noted that the patient reported a power on reset (por) condition and that her stimulation had stopped. The patient stated that she charged her internal neurostimulator (ins) to 75% full in the morning. It was noted by the patient that she may need new batteries. The patient reported that she was 'not exposed to any electromagnetic interference (emi) that she was aware of' and noted that she had not dropped the programmer or had gotten it wet. The patient stated that the 'patient programmer often turned itself on and caused the rapid battery drain.' The patient was able to clear the por.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).